Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened echelon-10 inner pouch and within a dispenser coil. The phenom-27 micro catheter and 6f navien catheter used during the event was not returned for analysis. Two other echelon micro catheters were returned and will be addressed in pli-20, and pli-30. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and distal marker band were found slightly damaged. The catheter tip appears to have been shaped. The catheter wall was found thinning and with a small puncture/rupture at the thinning location. Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.6cm and the usable length (to the proximal marker band) was measured to be ~144.9cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and resistance was encountered at the distal tip. The outer diameter at the distal end of the micro catheter was measured to be 0.026¿, which is within specification, (specification: 0.026¿ max) and the od of the proximal micro catheter was measured to be 0.028¿, which is within specification (specification: 0.030¿ max). Conclusion: based on the device analysis and reported information, the customer report of ¿resistance in guide catheter¿ could not be confirmed through device analysis but the failure could not be ruled out. Possible causes for resistance in guide catheter are patient vessel tortuosity, damage to guidewire, damage to catheter, complications due to multiple devices used within the same guide catheter, or lack of continuous flush. The distal catheter was found damaged, potentially contributing towards the resistance. Conversely, the resistance could have potentially caused the damages found. The micro catheter wall was found thinning proximal to the distal marker band, potentially due to the reported resistance or due to steam shaping if a heat source other than steam was used, due to holding the catheter tip too close to the heat source (1 inch), due to holding the device against the heat source too long (approximately 10 seconds), or due to removing the shaping mandrel prior to allowing the micro catheter to cool. The likely cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an intracranial aneurysm, multiple issues were encountered with the echelon10 micro catheter. Resistance was experienced during the push-up process with a phenom27 catheter, rendering it incompatible with the system. Additionally, during the shaping process, the shaping needle could not be inserted into the tip of the microcatheter. There was rep ort of damage. It was also noted that an echelon14 microcatheter was incorrectly packaged in an echelon10 package. The procedure involved access through the femoral artery, which had a diameter of 9mm and moderate vessel tortuosity. The devices were prepared and flushed as indicated in the instructions for use. The patient outcome was reported as alive with no injury. Additional information received that the patient recovered well from the procedure. No patient symptoms or further complications were reported as a result of this event. The actions/interventions taken to resolve the resistance include: removed the microcatheter and replaced it with another echelon10. The device was prepared as indicated in the IFU . The procedure complete by replacing the echelon10, the compatibility was good and the operation was completed smoothly. The first echelon 10 was not compatible with the phenom 27 in the 6f navien. One microcatheter shaping needle could not be inserted into the tip of the microcatheter. Another echelon 10 box did not contain an echelon 10, but an echelon 14. The cause of the damage was not determined. The cause of the resistance was not determined.